Manufacturer narrative:
The reported event of the ventricular sense alert seen during the jan 4th in-clinic follow-up was confirmed. The alert was triggered on nov 21st, 2024 due to ventricular amplitudes below the threshold of 4.0 mv as visible in the weekly sense trend. The alert was presented for the clinician review on jan 4th as defined in the in-clinic follow-up workflow.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing. No intervention was performed. There were no patient consequences.